Manufacturer narrative:
Additional information provided in a.2., a.3.a and d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the lens was unable to fully open. Clinician had to remove it and use a new one. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard and is advanced over the iol. The iol is advanced into the nozzle entry and is damaged. We are unable to determine the root cause for the reported complaint "lens unable to fully open, in and out". Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens if the operating room temperature is too high (above 23c or 73f), lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).